Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no physical damage on the pump, the labels were undamaged. The investigation found the pump to be operating properly and it passed all tests. No issues were found with the device delivery or programming. A review of the event history log showed that the pump rate at the time of the reported event was the same as it had been previously programmed at 6.8 ml/hr. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no physical damage on the pump, the labels were undamaged. The investigation found the pump to be operating properly and it passed all tests. No issues were found with the device delivery or programming. A review of the event history log showed that the pump rate at the time of the reported event was the same as it had been previously programmed at 6.8 ml/hr. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a patient "felt overdosed, even though the pump was showing the correct doses" while using a smiths medical cadd-legacy duodopa ambulatory infusion pump . It was reported that the patient reported having electronic devices potentially affected by a "hacker," that the "hacker" had access to the pump and that the patient attributed the potential actions by the "hacker" as the reason for feeling overdosed. Per reporter patient was subsequently scheduled for a hospital visit to "check the pump and replace if there is a problem." It was reported that the pump was replaced. No adverse patient effects were reported.